Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) with a new right ventricular (rv) lead and left ventricular (lv) lead. Phrenic nerve stimulation was noted on the lv lead and reprogramming was performed one month post implant. Additionally, an alert was generated for out-of-range intrinsic r-wave amplitudes and the normally has no r-waves. Episode review was requested to determine if the measurement out of range measurement was representative of a t-wave or possibly a premature ventricular contraction (pvc). A boston scientific technical services consultant stated that review of recent atrial tachycardia response (atr) events and a right ventricular automatic threshold (rvat) test appeared more likely to show t-wave oversensing (twos) with rv sense which aligned with the t-wave. Additionally, review of a pacemaker mediated tachycardia (pmt) event and recent right ventricular automatic threshold (rvat) test also showed evidence the observation was twos. Presenting electrogram showed normal device function. The consultant stated an in-clinic assessment would allow for manipulation, i.e. Arm movements above the head, reaching across the chest, isometrics, etc. While assessing sensing to see if the observations are related to positional changes. Depending on the observations, perhaps a modest increase in rv sensitivity from 0.6mv up to 0.8mv would be sufficient in masking instances when the t-wave is larger. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.